Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it had been increasingly difficult to connect to the recharger for some time. Eventually, they were no longer able to connect at all. They let the implantable neurostimulator (ins) deplete and then saw their neurologist some time later. The neurologist was also unable to connect to the ins with the clinician programmer and referred the patient for a replacement. The patient had a few falls so they were unsure whether the system had been damaged. However, it appears that the patient's weight gain was the contributing factor to the increasing difficulties with connecting to the recharger (until they were no longer able to connect at all). The ins was likely in an overdischarged state but it could not be connected to the recharger for a physician reset. The patient had their ins replaced with a percept rc as the pocket depth is less of an issue. The system impedances were all fine and the battery can now be recharged. The issue was resolved.